Manufacturer narrative:
The biomedical engineer (bme) received reports that the bedside monitor (bsm) was randomly rebooting. They ruled out a power issue as the bsm and the docked bsm-1700 had batteries. They did not have the bsm-1700 model or serial number. No patient harm was reported. Nihon kohden (nk) continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as an attempt to obtain the information was made, but not provided: d10 attempt # 1: 09/05/2025 the bme emailed nk when reporting the issue that they did not have any other information. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the bsm: bsm-1700 model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni returned to nihon kohden: .

Event description:
The biomedical engineer (bme) received reports that the bedside monitor (bsm) was randomly rebooting. No patient harm was reported.